Event description:
As reported by the edwards field clinical specialist, the patient's blood pressure did not recover following rapid ventricular pacing (rvp) during positioning of a 26mm sapien valve via a transapical approach. Per report, rvp was prolonged due to a malfunction of the injector. Rvp was stopped without the sapien valve being deployed. The sapien valve was then deployed and rescue efforts initiated. Cannulation of the right femoral artery was difficult. The cannulas for cardiopulmonary bypass would not advance, resulting in a retroperitoneal bleed. CPR was conducted for over an hour while working on cannulation and perfusion. The patient's abdomen became distended and his hct dropped to 10. All efforts were subsequently ceased and the patient expired.

Manufacturer narrative:
The device was not returned for evaluation as there is no allegation of device malfunction. Per the instructions for use, hypotension is a potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and the tavr procedure. Hypotension is extremely common during the transaortic valve implant procedure and has multiple potential etiologies, including the effects of anesthesia and rapid ventricular pacing, and is required during bav and subsequent valve deployment. The root cause of the reported severe intraoperative hypotension in this case cannot be confirmed; however, the patient's underlying history of heart disease and cad, in combination with anesthesia, procedural medications, and an extended run of rvp during valve positioning (due to a malfunction of the injector), likely caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time